Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer had been treating with manual injection. Customer states the insulin pump alarmed no reservoir and no delivery. The customer states the reservoirs from the same lot occluded. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
Evaluated two open ad used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test, reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion reservoirs were not occluded.